Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the sensor not working properly. The customer reported a blood glucose value of 324 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection/insulin pen, as well as self-treatment of a severe glycemic excursion. The customer had blood glucose levels that remained high for more than four hours. The event involved product(s) mmt-1884, mmt-386a, and mmt-332a. Troubleshooting was partially performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-1884, mmt-386a, and mmt-332a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly. History download was successful using thump and carelink upload was successful. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 24-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. The 1 week history from the event date of 24-jan-2026 could not be verified. Earliest available data in the pump history file is on 02/19/2026. Pump was able to connect and pair with the with the guardian link 4 transmitter successfully as well as warm up with the green test plug. Unable to test for sensor anomaly due to not having the customers sensor. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1, pcba 2 and motor noted. Force sensor zero offset within specification (23.4 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched case.the pump passed all the functional testing. No current code/category unknown (sensor not working properly). Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.